Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-01349. It was reported that one of the patient's leads had high impedances. It was noted that the patient had multiple falls. Reprogramming was performed. As a result the patient underwent surgical intervention during which the leads were explanted and replaced, resolving the issue.